Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional investigation center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: deformation (tearing) of the tip of the insertion part. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: tear at the insertion tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had blood accumulated inside. The event was found during reprocessing on several occasions. There were no reports of patient involvement.

Event description:
It was reported the subject device had blood accumulated inside. The event was found during reprocessing on several occasions. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.